Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. Additional contact information (B)(6). Ge healthcare (B)(6).

Event description:
An event involving a plum 360 driver reported that during device setup or self-testing, the unit was plugged into an outlet, and weird noise and light came from inside, and smoke started coming out. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was stated that device alarmed n192 on startup. Verified n192 in alarm log. Air and pressure settings were out of specs. Replaced app pwa and pressure sensor. Calibrated mechanism. Mechanism passed. Device passed self test with no alarms or errors. Visual inspection found minor damage to front, rear enclosures, and door asm. Replaced all. No other damage found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.